Event description:
A medtronic representative received a report from a site that, while at the end of a spine procedure, their navigation system powered off unexpectedly. This did not cause any delay in the procedure. The surgeon had completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). A medtronic representative performed a navigation system check-out, software & instruments areas passed. Determined a power cable plug had a loose connection. Disassembled plug and reinforced all internal connections; after tightening connections, the navigation system began charging normally and was able to be powered up and down normally. System functioned properly. A 02/19/2015 a medtronic representative, following-up at the site, reported that from what they were told by the site, the navigation system powered off after the final confirmation o-arm spin when navigation was no longer needed. The occurrence had no negative impact on the outcome of the procedure. No parts have been returned to manufacturer for analysis. No further issues have been reported.